Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic staphylococcus aureus infection. There were no additional adverse patient effects reported. The right ventricular (rv) lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).